Event description:
On (B)(6) 2014, the customer reported that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms, loss of capture (loc), and did not deliver required pacing. Loc did not result in asystole of greater than 2 seconds. Additional information obtained that the cause was not determined. The lead was surgically abandoned (08/07/2014) and was replaced. The lead was not tested with a pacing system analyzer (psa). The device remains implanted. No adverse patient effects were reported. The lead was actively implanted for approximately 12 years, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The lead was replaced with no adverse patient effects reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.